Manufacturer narrative:
Correction- on initial MDR the product event code of 4012 was an error. It should have been 4010 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an iol implant procedure the lens got caught on the wound while being injected and got stuck. The surgeon had to cut the lens out and put a new one in. Additional information has been requested.